Event description:
The respiratory therapy staff was paged to respond to the neonatal intensive care unit because an infant flow sipap system was alarming. The therapists found that the physician had changed the sipap mode from biphasic with a set respiratory rate to continuous positive airway pressure(CPAP) +5. Respiratory therapy was not called to make the mode change. The sipap system alarms were on and the oxygen alarms were not resetting. The sipap system was shut-off and reset and recalibrated several times. The respiratory therapist noticed that the sipap's control screen had a crack in the glass. The sipap was removed from service and a new sipap system was set-up on this patient with CPAP +5. There was no apparent injury to the patient.follow up: the physician did not communicate to the patient's nurse that he or she had made a change to the sipap mode. Action: the physician was instructed to discuss changes with nursing.follow up: the cracked glass on the control screen interfered with user ability to change the mode. It is not certain if the glass was cracked before the sipap was put on the patient or if it occurred at some point while being used on the patient. The crack interfered with the control operation. Space is limited on the unit and the area used to store the ventilation equipment is overcrowded. Respiratory therapists are constantly re-arranging the ventilation equipment, especially using caution to turn the control screens, facing away from the entrance or center of the area, only to find the equipment later, moved and over crowded. Action: the unit designated an "electrical" row within the unit to heighten staff awareness of the need to use special caution when placing and moving the ventilation equipment and to prevent over crowding issues. Off unit storage is not an option. The sipap unit was returned to the manufacturer for repair.